Event description:
It was reported that on (B)(6) 2006, the patient underwent a posterior-approach l4-5 and l5-s1 spinal fusion using rhbmp-2/acs. On (B)(6) 2008, the patient was admitted to the hospital and underwent a removal of l4-s1 posterior segmental instrumentation and exploration of spinal fusion of l4-s1. Imaging studies reportedly showed that the patient had developed uncontrolled bone growth and resulting nerve compression at or near where the bmp was implanted. The patient now suffers from severe injuries and damages, including but not limited to chronic pain and radiculitis, and emotional distress and mental anguish.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2006, patient underwent following procedure: right sided transforaminal lumbar interbody fusion l4-5 and l5-s1; left sided transperpendicular exposure l5-s1 for neural decompression; placement of interbody device at l4-5 and l5-s1; posterior segmental instrumentation with bilateral percutaneous pedicle screws at l4, l5 and s1; posterior spinal fusion l4-5 and l5-s1; for pre-op diagnosis of : l5-s1 spondylolytic spondylolisthesis; degenerative disc disease l4-5 and l5-s1; facet arthropathy l4-5 and l5-s1; lumbar stenosis l4-5 and l5-s1; lumbar curve; intractable back and lower extremity pain. As perop notes: "..upon completion of the discectomy, sizing of was performed and appropriately sized interbody device was selected. Local autologous bone was packed anteriorly in the disc space followed by a pledget of bmp. The capstone device itself was then inserted which had been filled with bmp along with some more local autograft at l4-5 and l5-s1.. Patient tolerated the procedure well.."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.